Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pump and catheter were replaced because the pt and his mother stated that he was feeling pain at the pump pocket site and experienced an increase in spasticity. A complete work-up was done and all results were normal. The pt was tested for an infection and the results were normal. The pt had an x-ray of the site on (B) (6) 2010 and the results were normal. The pt was being weaned off the lioresal prior to the explant of the system; however, the pt's mother decided she wanted a replacement instead. As of (B) (6) 2010, at the pt's wound check appointment, the pt was doing fine.